Manufacturer narrative:
(B)(4). On (B)(4) 2011, a customer contacted baxter to report an occurrence of drain pain during drain, patient was connected. Per the initial report, the customer stated that they had surgery for hernia repair 2 weeks prior. The device was not sent for evaluation but no failure or malfunction was reported that would have caused or contributed to the patient symptom-drain pain. Review of the device history record and service history revealed no issues that could have caused or contributed to the reported issue of patient symptom-drain pain. No further information was provided. The reported issue of patient symptom-drain pain was confirmed as the customer stated they had drain pain for 1 min each night before cycler switched into fill. The assignable cause for the customer reported problem was undetermined. Preexisting medical conditions include recent hernia surgery, device was not available for evaluation. A review of the device history record for serial #(B)(4), (B)(4) 2009, shows the device was serviced and no parts were replaced. The device passed all tests and calibrations per homechoice service electrical safety test and homechoice service final test and calibration prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the reported issue of drain pain. A two year review of the service history for serial #(B)(4) shows that the device was not previously returned to the (B)(4) facility for any prior servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device or additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the customer reported an event associated with a homechoice pro: the patient had surgery for hernia repair 2 weeks ago. The homechoice (hc) was swapped last week (no exact date). The patient has had no issues with pain on initial drain. However, for the past 2 nights, upon starting last fill, the patient experienced drain pain for 1 minute each night before hc switched into fill. The patient is currently on an analgesic for post surgical hernia repair pain management. No additional information is currently available.